Event description:
This is a report of a failure to follow therapy steps, which led to peritonitis coincident with peritoneal dialysis (pd) therapy. A disconnection between the transfer set and titanium adapter occurred while the patient was drying off with a towel and the patient was advised by his nurse to reconnect the transfer set, not perform therapy, and be seen in the clinic the next morning to have the transfer set changed. The failure to follow therapy steps was further described as the patient reconnecting after the disconnection. The manifestations of peritonitis included belly pain and cloudy fluid. Treatment for this peritonitis included two doses of vancomycin intraperitoneal (ip) 1.5 gram weekly during a 6 hour dwell and maxipime ip 1 gram daily for 2 weeks during a 6 hour dwell. The patient experienced a recurrence of peritonitis. The patient was treated with cipro 250mg by mouth (po) twice a day (bid) for three weeks. The transfer set was changed again. At the time of this report, the patient fully recovered from peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as a failure to follow therapy steps. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.